Event description:
This event was reported as mitral regurgitation. Blood cultures grew mrsa, methicillin resistant staphylococcus aureus, source of infection unknown. The patient was treated with antibiotics, gentamycin and vancomycin. No further information was provided.